Event description:
It was reported that the clinician placed the plexus block needle for a right femoral block, approximately 3cm deep. The catheter was inserted into the needle and connected with the stimulator without difficulty; however, no stimulation could be obtained. The needle was "turned a bit" in order to obtain stimulation but the muscle contraction became weak and the process was aborted. As a result, the needle was removed and the catheter was advanced. The clinician noted that resistance was met at this point and the patient complained of pain in the groin. An attempt was made to remove the stylet, but resistance was encountered and the patient sustained additional pain. The decision was made to enlarge the puncture site with an incision in order to remove the catheter. Upon removal, the clinician noticed the catheter had knotted, causing pieces of tissue to become entangled in the tip. There were no reported patient complications.